Event description:
It was reported that low impedance was previously observed. Hvlic testing failed with an error message regarding possible output circuit damage. The system was replaced.

Manufacturer narrative:
No medwatch form was received.